Event description:
A customer contacted beckman coulter inc. (Bci) regarding intermittently, erroneously high sodium (na) and chloride results generated by the unicel® dxc 800 pro synchron® clinical systems.the samples were repeated on a different instrument and lower results were obtained. These results were reported out of the lab.there was no affect to patient treatment. The erroneous results were not reported out of the lab.

Manufacturer narrative:
The system is calibrated every 24 hours followed by a qc run. Prior to this event, the ise qc results were within the lab's established ranges.a field service engineer (fse) was dispatched: a) the fse replaced the ratio pump piston and seals.a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.